Manufacturer narrative:
On july 9, 2025, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. The contralateral device was also received (lot number 6479921). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 8, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. D4: UDI: as the lot/serial number for left side was not confirmed, the full UDI is currently not available. If lot number 6479921: manufacturing date: june 08, 2011. Expiration date: june 30, 2015. Then field d4 for UDI number: (B)(4). If lot number 6442778: manufacturing date: january 27, 2011. Expiration date: january 31, 2015. Then field d4 for UDI number: (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female patient underwent primary breast augmentation with 325cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2025. The impacted device is either one of the following: catalog number 3501650. Serial number (B)(6). Catalog number 3501650. Serial number (B)(6). When/if confirmation of the left side device is received, supplemental report will be submitted.

Manufacturer narrative:
On june 11, 2025, mentor became aware that the replacement devices used on june 11, 2025 were catalog number 3504254bc; serial number (B)(6) on the left side, and catalog number 3504254bc; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).